Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: evaluation revealed that there was no activity related to pi observed in meter records. Meter paired successfully with test pump. Boluses were executed using meter remote with no errors occurring. Meter passed rf testing. Unable to verify or duplicate reported issue.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging delivering a bolus with motor remote this morning and later when patient's blood glucose (bg) was checked, the patient's bg was over 600 mg/dl. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. There was no insulin on board (iob) showing on pump/mr and bolus history in pump does not reflect a bolus was delivered. The reporter verified they saw mr counting down insulin bolus when it was programmed. The reporter stated that this has happened 1-2 other times in the past and they confirmed devices were paired together.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.